Event description:
It was reported that, pain can't walk; numbness and swelling. Patient had a MRI and surgeon scheduled upcoming revision surgery on (B)(6) 2012.

Manufacturer narrative:
The patient is (B)(6). At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.